Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported that, "the surgeon was reaming the canal with an 11mm flexible reamer. When reamer was removed, it unwinded. Reamer was removed and case proceeded."